Event description:
It was reported that a strong vibration of the battery housing caused the lid to open up in the sterile area during surgery while the surgeon was sawing the patient's bone. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign source: singapore. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)( this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: DHR review was performed. Device was 3 months old and is not out of box failure upon receipt, the device was analyzed under the extended diagnosis process. It has been confirmed the lid had a locking issue and device could not be repaired. A definitive root cause cannot be determined. Device is used for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.